Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for device check. Upon interrogation, the pulse generator exhibited rf telemetry anomaly. A firmware download was performed successfully. The patient was doing fine.